Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that after a right hemicolectomy procedure, the patient had a leak. Surgeon reoperated on the patient and resutured the area. One device was discarded.